Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted due to a chronic driveline infection. The subject reported increased abdominal tenderness and drainage cultures obtained on (B)(6) 2020 resulted positive for pseudomonas. A CT scan of the abdominal/ pelvis region on (B)(6) 2020 showed fluid collection. The patient underwent a incision and drainage procedure for the fluid collection. The patient was placed on antibiotics. Additional information was requested but not provided.

Manufacturer narrative:
Section b5: additional information. Chronic driveline infection related manufacturer report numbers: 2916596-2020-00885 and 2916596-2020-01832. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was switched to meropenem IV (intravenous) at discharge on (B)(6) 2020. The patient will be on lifelong IV antibiotics. No further information was provided.